Event description:
After insertion of the catheter, the patient went into shock and developed a skin rash. Blood pressure dropped suddenly. The physician began cardiopulmonary resuscitation, but was unable to raise the blood pressure. The patient was connected to an artificial lung, and surgery was performed for aortic valve replacement. The patient's hemodynamic condition is stable, but there is a possibility of brain damage. It should be noted that a muscle relaxant had been used with this patient.